Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic single anastomosis sleeve ileum (sasi), while firing on the antrum, only about 10mm of the staple line had good staple formation. The rest of the staples were open and incomplete distally. The surgeon fired on a new tissue more medial to the misfire to fix the staple line. There was no patient injury.